Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The clinical diagnosis was updated to segmental dystonia. Interventions included reprogramming (previously reported as "adaptation of devices") on (B)(6) 2018 and the event resulted in in-patient hospitalization and medical/surgical intervention to prevent life-threatening illness/injury/permanent impairment to a body structure or a body function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for dystonia. The patient experienced an increase in dystonia symptoms. Diagnostic methods included MRI which showed the leads were correctly positioned. Interventions included medical or non-surgical therapy which was described as "adaptation of devices". The event resulted in in-patient hospitalization. The etiology was possibly related to device/therapy, not related to procedure, and due to programming. The event was resolved without sequelae on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
Estimated age based on patient age at study baseline (implant) and event date. Patient weight at time of study baseline. If information is provided in the future, a supplemental report will be issued.